Manufacturer narrative:
(B)(4). No related complaint received with return of device. No conclusion code available; failure event observed during analysis. A partial lead with the distal tip measuring 51.2cm was returned for analysis. Final analysis found external insulation abrasion was noted at 11.8-12.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 7.3-7.8cm, 7.4-7.5cm, 9.5-9.9cm, and 37.2-38.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.